Event description:
The respiratory therapy (rt) director reported that during a thunderstorm the rt was bedside when the unit shut down and alarmed when it switched to backup battery. The customer reported there was no pt harm. The hospital biomedical engineer reported during checkout the unit would restart upon power up. The biomedical engineer reported the unit would power up without issue when operating on backup battery but would go vent inop when connected to ac power. The biomedical engineer reported the ventilator's diagnostic log history indicated a 24/+-12v power fail occurrence. As the device was out of warranty, the biomedical engineer contacted manufacturers product support who advised replacing the ventilator power supply to address the reported findings, and complete performance verification testing.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.